Event description:
The customer reported the duodenovideoscope plastic distal end cover is cracked. In addition, there was a low light from the guide lens. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event. This report is being submitted for the plastic distal end crack.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, foreign material on the forceps elevator, objective lens discoloration, bending section cover detached, connecting tube coating peeling, standard connector corrosion, insufficient angulation, play on angulation control knob, foggy image, light guide bundle breakage, and light guide discoloration were observed. Lastly, scratches and dirt were found on multiple components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. Based on the results of the investigation, a root cause could not be determined however, it is likely that the user facility reprocessing method differed from that of the device instructions for use (IFU) which states the following: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.